Event description:
Per the complaint received, the outer sheath detached from the joint and got stuck in the urethra. An additional surgical intervention (within the same surgery) was needed to remove the sheath from ureter. The locking device disconnected from the sheath as well. The surgery was completed with delay but successful with another re-trace. The patient was not harmed.

Manufacturer narrative:
As of this report, the device has been returned to the customer service unit in germany. Evaluation of the device is pending. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.